Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests were performed, and the event history log (ehl) was reviewed. The customer's problem was duplicated, and the cause of the issue was found to be a faulty microprocessor unit (mpu) board. The mpu board was replaced to fix the issue.

Event description:
It was reported that the device had error 1260. There was unknown patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have error 1210 and 1260 in the ehl. The cause of the customer reported problem was a defective microprocessor board. The pump was in good physical condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the microprocessor board.